Manufacturer narrative:
Initial medwatch report 3006260740-2022-04448 was submitted. Upon further review it was determined that the suspected device was not a bd manufactured product the file has been voided.

Event description:
It was reported during clinical assessment. Fluid leaking from central line insertion site. This event involves 1 ql (quad lumen) cvc placed in the chest.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.